Manufacturer narrative:
Ge healthcare's investigation into the reported occurence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the unit failed to work on battery power when ac power was lost. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The circuit breaker and system batteries were replaced, and the unit was returned to service. The parts were not available for investigation. An exact root cause determination cannot be made without the parts.